Event description:
Customer reported multiple incidents of corroded bleach bottle caps on the meridian hemodialysis machine. It was reported that, in one instance, the corroded cap caused the bleach bottle to fall when being carried by a health care professional (hcp) and bleach was splashed into their eye. Customer reported that the hcp's eye was flushed with water. The hcp was subsequently transferred to the ER where their eye was again flushed with water and antibiotics (type, route and dose unknown) were administered. The fluorescein eye stain exam was negative. The director of the dialysis unit reported that the hcp was recovered and has returned to work.